Manufacturer narrative:
Please note that two jet7s were used in this procedure with lot numbers f92546 and f92842; however, it is unknown which jet7 kinked at the hub. Therefore, both lots were reviewed. Lot #: f92546, catalog #: 5maxjet7kit, UDI #: (B)(4), manufacture date: 08/19/2019, expiration date: 08/18/2022. Lot #: f92842, catalog #: 5maxjet7kit, UDI #: (B)(4), manufacture date: 08/30/2019, expiration date: 08/29/2022. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for the known lots above were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, the physician completed the first pass using the jet7. Upon removal of the jet7 after completion of the first pass, it was noticed that the jet7 was kinked near the hub;therefore, the jet7 was no longer used in the procedure. The procedure was completed using another jet7. There was no report of an adverse effect to the patient.